Manufacturer narrative:
The field service representative (fsr) inspected the instrument and cleaned the cup, ict-ref with probes which resolved the issue. There have been no further occurrences of discrepant results as described in this complaint after cleaning the part. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results, as described in this ticket, were reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the cup, ict-ref with probes did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the cup, ict-ref with probes was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for multiple samples. The following example data was provided: initial result = 105 mmol/l, repeat = 138 mmol/l no impact to patient management was reported.